Event description:
During endovascular coil embolization, the target coil would not advance through the microcatheter. The coil was re-sheathed. The case was completed: successful coil embolization of the left anterior cerebral artery. There were no complications.